Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient saw elective replacement indicator (eri) message for about a month or so. The patient has the implant for dystonia but since yesterday, the patient stated her speech has been affected. They stated it comes and goes and they are also having pain and tremors. The patient stated it has not even been 2 years with implant. The patient has an appointment on (B)(6) but will try to get into someone sooner. Additional information was received from the consumer reporting the circumstances that led to the elective replacement indicator (eri) message and symptoms was they had severe pain for about 3 months. They called and found out about the eri. The physician replaced the battery on (B)(6) 2020 and they feel much better. They have less pain and their speech problem is gone.